Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6)2025. Date of event is an approximation. On (B)(6)2025, it was reported that the perdiatric patient was feeling ill in the morning. The cgm reading was 6.7 mmol/l and had been around 6 mmol/l the hole night. The patient started cramping (muscle cramps) and the mother treated the patient with glucagon injection and after 10 to 15 minutes the patient was feeling better. The mother took a bg reading which was around 5 mmol/l but the cgm value was higher (no information about the cgm at that time). At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.